Manufacturer narrative:
A manufacturer representative went to the site to service the system. Testing found mvs ups battery only lasting 3 minutes when unplugged. Replaced battery and successfully lasted over 7 minutes. H6 - evaluation codes b01, c02, d02 apply to the system. Codes b17, c20, d15 apply to the battery. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mvs was shutting down after unplugging from wall power indicating a battery replacement. No patient present.